Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 3889-28, lot# va127gk, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead.

Event description:
A manufacturer representative (rep) reported the patient¿s symptoms were not being relieved. There were no environmental, external, or patient factors that may have led to or contributed to the issue. The rep stated that all 7 programs had been tried to help the patient with relief of symptoms. The rep stated that the system was explanted and would not be replaced in the future. The rep noted the issue was resolved at the time of the report. The patient was listed as alive no injury at the time of the report. There were no further complications that have been reported as a result of this event. The patient was implanted for gastrointestinal/pelvic floor.